Manufacturer narrative:
Additional product code: jds. Device broke intra-operatively; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cortex screw broke during an unknown procedure on (B)(6) 2018. The head portion of the cortex screw was removed and the tip of the screw was left in the tibia per the surgeon's decision. The procedure was successfully completed. There was no surgical delay. There was no patient harm reported and the outcome of the case was not impacted. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5x50 mm cortex screw broke during an open reduction internal fixation (orif) for a right bi-malleolar ankle fracture on (B)(6) 2018. During the surgery, there was visualization under flouroscopy whereby the cortex screw appeared to have sheared off within the tibial shaft. The screw was reported to have broken into fragments. The head portion of the cortex screw was removed and the tip of the screw was left in the tibia per the surgeon's decision. The procedure was successfully completed. There was no surgical delay. There was no patient harm reported and the outcome of the case was not impacted. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Event description:
It was reported that a cortex screw broke during an open reduction internal fixation (orif) on (B)(6) 2018. During the surgery, there was visualization under flouroscopy whereby the cortex screw appeared to have sheared off within the tibial shaft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.